Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information. The reported leak and inflation difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. In this case it is possible that the catheter may have been slightly bent while back loading the guidewire puncturing the inflation lumen, thus resulting in the inflation difficulties and leak, however this could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a calcified lesion in the posterior tibial artery. The armada 14 balloon dilatation catheter (bdc) was advanced to the lesion with no resistance noted. The balloon was pressurized to 12 atmospheres (atm) however the balloon would not inflate. The balloon was repositioned in the lesion and inflation attempted however again, the balloon would not inflate and the indeflator was losing pressure. The device was removed from the patient anatomy without issue. The device was attempted to be inflated outside the patient when a leak was noted coming from the tip of the device. A new balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.